Event description:
A patient, who is a physician themselves, reported that they had experienced an adverse event after treatment with fortaperm for a phalloplasty procedure. Fortaperm was implanted in early 2002. The patient reported they developed an abscess 8 weeks post procedure and the product was eventually removed. This patient was treated by the physician who previously reported cases of infection and fortaperm removal in phalloplasty procedures, where he indicated that several units had been used in each procedure, in a layered configuration.